Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08/10/2018, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant results on a patient. There was no patient information at the time of this report. The customer states the event occured on (B)(6) 2018. Return product is not available since pt/inr cartridges lot s17263b expired on 03/14/2018. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/20/2018. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Testing of retained cartridges from pt/inr cartridge lot s17263b could not be arranged prior to lot expiration. No deficiency has been identified for pt/inr cartridge lot s17263b.